Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for a reflux in the gonadal vein using pod packing coils (podj coil). During the procedure, the physician inadvertently advanced another manufacturer's diagnostic catheter past the lantern delivery microcatheter (lantern) and then proceeded to advance a podj coil through the lantern and into the target vessel. However, the coil partially formed and packed inside the diagnostic catheter. While attempting to retract the podj coil, the physician met resistance and decided to withdraw the diagnostic catheter and the lantern as a system. The podj coil was then removed from the diagnostic catheter and the same diagnostic catheter and lantern were re-inserted into the patient's body to successfully complete the procedure with new podj coils and ruby coils. There was no report of an adverse effect to the patient.